Manufacturer narrative:
Initial reporter city 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12atm within 10 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.